Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a tibial plateau leveling osteotomy on a canine, it was observed that the saw blade device broke while cutting the bone and a small corner piece of the blade remained inside the bone. It was reported that the surgeon had to use forceps to collect the broken piece. It was reported that there was a 10 minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was no human patient involvement as this was a veterinary procedure. It was reported that the that the outcome was good so far and that it would take 6 weeks post operation for the bone to heal. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: it was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (may 23, 2012) has been updated to reflect the date the device was manufactured. The unique identifier(UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The sawblade device was evaluated and the reported condition that the device was broken was confirmed. An assessment was performed and it was observed that the device was heavily worn and showed light rust film. The sawtooth was worn and damaged. The sawblade was broken along a tooth. The assignable root cause was determined to be due to wear from normal use and servicing. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.